Manufacturer narrative:
This pacemaker will be replaced and returned for analysis. This investigation will be updated should further information be provided or upon completion of analysis.

Manufacturer narrative:
Additional information was received that this pacemaker was explanted and replaced. The device is not available to be returned and analyzed at boston scientific.

Event description:
Boston scientific received information that this pacemaker was suspected to have premature battery depletion. This pacemaker will be replaced and returned for analysis. No adverse patient effects were reported.